Event description:
Consumer stated: "I bought a 2 pack of kroger orbit flossing toothbrushes and had what I believe to be an allergic reaction to this product. I felt a strange numbing sensation on my lips when brushing my teeth and then developed blisters on my lips after brushing. I've never had that happen before and I can't think of anything else that may have caused this. When I switched to a different toothbrush the numbing sensation and blisters stopped. Thought I'd let you know in case others are experiencing the same thing." Consumer said he used toothbrush for a couple days before noticing anything but didn't equate it to the toothbrush at first. He used it for 2 weeks then stopped using it and about 3 days later all of the sores went away. Consumer said he only really gets seasonal allergies, no known allergies.